Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter read inaccurately erratic. The medical surveillance specialist (mss) classified the complaint based on the initial info the pt provided to the customer service representative (csr). The pt said he tested his blood glucose before bedtime the night before, and obtained readings of 379, 320, 327, and 219 mg/dl in back to back testing. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt said he takes 70/30 insulin by sliding scale and he was uncertain of how much insulin he should take. He claimed he took too much insulin because he woke at 3:00 am sweating, shaking, and having heart palpitations. He said he treated himself by eating something. A control solution test could not be performed because the pt did not have control solution. The pt's products were replaced. This complaint is reported because the pt claims he took insulin based on inaccurately high/erratic reading(s) on the lfs meter and afterwards experienced symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.